Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 326 mg/dl. The customer's other blood glucose was 500 mg/dl, 154 mg/dl, 446 mg/dl. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.